Event description:
It was reported that a user could not view glucose readings on the ilet and received alerts indicating sensor reconnecting, sensor error, and replace sensor; attempts to rescan the freestyle libre 3+ produced a ¿sensor already in use and was scanned to another device¿ message, which was traced to concurrent use of a separate reader, after which the sensor was replaced and a new sensor was correctly activated, and the user later confirmed readings were received. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with improper or incorrect use of the system due to scanning the same sensor to more than one device, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error and improper setup procedure.